Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, the home patient (hp) discovered wet spots on their carpet and traced it to the drain line on the cassette. The hp inspected the cassette drain line for cuts/holes, however there were no visible damages.there was no report of patient injury or medical intervention associated with this event. No additional information is available.